Manufacturer narrative:
MDR 3003442380-2024-00585- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient faced an issue as the base of cannula was detached from adhesive during use. The issue was occurred since end of february or first week of march. The blood glucose level was monitored with no specific value. The patient replaced the infusion set and resumed on insulin successfully. No further information available.